Event description:
The facility reports the nursing assistant was moving the resident from the bed to the wheelchair. During the transfer, the sling riped at the clip on the right leg side. The resident fell to the floor, suffering a 2.5 sonometer laceration on the back of the head which required ten staples.